Event description:
This patient was undergoing treatment for a gastric ulcer. During the use of this injection gold probe, the tip and approximately 1 1/2 inches of the tip was retrieved from the patient using a snare. The procedure was successfully completed using another device and there were no reported patient complications. The device was received and evaluated by this manufacturer. The evaluation indicated the ceramic tip cracked off and the transition step was in place inside the catheter. An x-ray indicated the guide detached from the catheter. The guide tube and ceramic piece that cracked off were not received for analysis. A puncture mark at distal was evident in the catheter. Sem analysis indicated good sintering. Evidence of twist or torsional overload was noted. Little to no bond between the catheter and ceramic tip was observed. Evidence of adhesive was present on the inside wall of the tip and catheter. A lot search was performed and revealed no other complaints to date on this lot number. The company's patient anatomy and/or user technique may have contributed to this event. However, the company is unable to determine the relationship between the device and the cause for this event.